Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 intima-ii y 22gax1.00in prn/ec slm was defective. The following information was provided by the initial reporter: "after opening the package of indwelling needle, it was found that the needle was bent and the catheter was damaged, and the medical staff didn't dared to use them".